Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer. Customer resolved the issue by changing the infusion set and cartridge and then resuming insulin use.